Event description:
Unomedical reference number (B)(4). Event occurred in canada it was reported that the patient's infusion set fell off during use from (B)(6) 2024. Moreover, the infusion set was used for one to two days. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.

Manufacturer narrative:
Device 1 of 2.